Manufacturer narrative:
Examination of the reported device was not possible as it was not returned for investigation. A search of the complaints databases finds no other reported incidents against the provided product and low number since its release to distribution. The investigation could draw no conclusion regarding the report. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address lack of ingrowth on cup; blackening/corrosion of the sleeve/stem junction, pain, and clicking when weight bearing.